Event description:
This case was reported by a physician (who is also the patient) and described the occurrence of hearing decreased in a (B)(6) male patient who received breathe right nasal strips (breathe right nasal strips advanced) for an unk drug indication. On an unk date, the patient started breathe right nasal strips (breathe right nasal strips (topical). At an unk time after starting breathe right nasal strips, the patient experienced hearing decreased, nasal dryness, dry throat, eustachian tube disorder, ringing in ears/tinnitus, headache, dizziness and application site discomfort described as '[the strip] holds the nose too wide open. It makes it uncomfortable.' This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the events were resolved. The MFR's report number for this case is 2320643-2013-00006. Breathe right nasal strips are manufactured in (B)(4), in the united states. The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing.

Manufacturer narrative:
(B)(4)..